Manufacturer narrative:
This report is being submitted as follow up number 1 to provide patient information received.

Manufacturer narrative:
D4: UDI - this product code is not required to be registered with FDA. The actual device was discarded by the involved facility. Therefore the investigation is based upon the user facility information and the evaluation of the retention sample of the involved product code/lot number. Visual and magnifying inspection revealed no defects. The outside diameter was measured and confirmed to meet manufacturer specification. A review of the manufacturing record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation result verified that the retention sample did not have any anomalies which could lead to the reported damage. Although the exact cause of the reported event cannot be definitively determined there is no evidence that this event was related to a device defect or malfunction. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device discarded by involved facility

Event description:
The user facility reported that the distal end of the finecross mg device had been damaged. Follow up communication with the user facility confirmed the following information: the user noticed a disaggregation of the microcatheter distal end when crossing the intrastnet. Additional information was reported on 08/30/2016 as follows: the distal end did not get detached; lesion characteristics: occlusion, moderately calcified lesion, presence of stent; the event was resolved by removing the micro-catheter; there were no clinical consequences, however, the patient was at a potential risk of complications; the patient was not harmed; and the procedure was completed successfully.